Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an elevated pacing impedance measurement, and loss of left ventricular (lv) capture, exhibited by this coronary sinus lead. It was noted that the patient had fallen in the recent past. The elevated impedance measurements were noted from the tip to ring, ring to tip and ring to coil selections. Normal impedance was observed from tip to coil. ,